Manufacturer narrative:
Additional information received indicating no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an error alarm message. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump displayed an error code alarm message. A motor current test was performed. The motor was found to be faulty. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.